Event description:
Device 1 of 3. Reference MFR report#: 1627487-2011-10147, reference MFR report#: 1627487-2011-10148. The pt received the scs system on (B)(6) 2011 which consisted of one scs lead and two lead extensions (same lot). It was reported the pt's stimulation had become ineffective. Impedance issues were identified. Fluoroscopy images revealed that the extension was completely disconnected from the ipg. The physician removed and replaced the ipg as the ipg had been exposed to open tissue since the extension disconnect and fluid was seen in the header.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.